Manufacturer narrative:
(B)(4). Results: seven photos were sent. The abnormal stopper can be seen. A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5014804. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while mixing using a 2ml, 13mm x 75mm bd vacutainer® k2edta tube, there was a leak which resulted in blood being released. No injury or medical intervention reported.